Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on date of report, the sensor wire remained protruding from his skin at insertion site. Patient removed sensor wire from skin.patient experienced no discomfort and required no medical intervention.at the time of his call to technical support, patient reported being in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.